Manufacturer narrative:
Unexpected battery power loss not found during testing. Insulin pump passed the displacement test, active current and sleep current test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer did not received the low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 90 mg/dl. The customer also reported that the battery cap was neither damaged nor corroded. The customer reports that this was the not second occurrence of the replace battery alert. The device will be returned for the analysis.